Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that error c-34 occurred when the surgeon attempted to fire monopolar energy. The intuitive technical support engineer (tse) found several c-34 errors in the system logs. Prior to calling in, the customer changed the energy cord and instrument, but the issue persisted. The tse recommended a hard power cycle of the erbe, using a force triad generator, or bringing in another vision side cart (vsc). The tse verified the matching software on three of four systems at the site and provided system serial numbers for both. The tse also provided an overview of the connections for the force triad and the cable part number. The customer advised that they were unsure of how they were going to proceed with the case. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had energized, cauterized and recognized instruments on the in-house system. There were no issues found during visual inspection. The iesu will be returned to the original equipment manufacturer (OEM).